Event description:
Baby breast feeding blood noted from IV site - PICC line broken at distal end of catheter. Catheter removed intact. Inserted in 2009. Catheter removed a week later. Dates of use: 2009. Diagnosis or reason for use: premature.